Manufacturer narrative:
The event occurred in the us. It was reported that the error message ¿head error¿ occurred on the rotaflow console and rotaflow drive. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during use, therefore a report is required. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n (B)(6) and the rotaflow drive (rfd) with s/n (B)(6) and the reported "head error" could be confirmed on the rfc and on the rfd. As stated by the ssu (sales and service unit) dated on 2025-12-10 the rfc control board kit (article number 70103.4051) will be replaced on the rotaflow console. The rotaflow drive (rfd) with s/n (B)(6) was sent back to manufacturer for repair. During the investigation by the getinge service department on 2025-07-25 the reported "head error" could be reproduced. Thus, the drive was sent to the supplier emtec for repair. On 2025-10-15 the supplier emtec was able to reproduce the reported failure "head error" and the root cause could be determined as misuse of the device, which lead to a damage of the electronic parts. These parts were replaced by the supplier. After functional test at the getinge service department on 2025-10-27 the device was sent back to the user. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported "head error" could be confirmed. Rotaflow console. The review of the non-conformities has been performed on 2025-07-03 for the period of 2009-10-28 to 2024-11-15. It shows non-conformities in regard to the reported product and failure. The rotaflow console with sn/ (B)(6) was produced in 2009-10-28. Rotaflow drive: the review of the non-conformities has been performed on 2025-07-03 for the period of 2019-05-02 to 2024-11-15. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive with s/n (B)(6) was produced in 2019-05-02. In addition, a review for potential field actions and capas related to the failure and products in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. In order to avoid reoccurrence of the reported failure "head error", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. Chapter 2.2.3. Take damaged devices out of service immediately and have them tested by the authorized service personnel. The customer will also be informed by the getinge sales and service unit (ssu) to follow the chapter in the service manual for use heart-lung support system rotaflow system/ en / 03 chapter 1.7 service-related work on a device may only be carried out by service technicians who have been trained and instructed and certified by getinge. Service-related work on a device carried out by unqualified service technicians may lead to injury of the service technician, patient or other persons or may lead to device damage. Chapter 1.10 a repair is carried out for maintenance after damage or malfunction of a rotaflow system. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine "rotaflow" has been manufactured on 2009. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in the us. It was reported that the error message ¿head error¿ occurred on the rotaflow console and rotaflow drive. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during use, therefore, a report is required. Complaint ID: (B)(4).